Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red cell hang-up with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the gel in the bd vacutainer® cpt¿ cell preparation tube with sodium heparin failed to separate the red blood cells from the pbmc/plasma layer after centrifugation. The following information was provided by the initial reporter: "they are drawing human blood. Blood is drawn in (B)(6) and shipped to us with 24 hours of collection. It is then spun and they usually get good separation. This has been an ongoing issue for them where when they spin the tubes from the same patient, one tube will work fine and the other will fail with the gel not moving to interface between the rbc's and the pbmc/plasma layer. In attached picture the ficol did not move to mix with sample. The tubes in the picture are from the same patient and were drawn and centrifuged at the same time. They normally draw 3 tubes/patient. On the tubes that fail, they are performing a manual ficol method and report recovery of pbmc's but feel at a lower rate due to the manual method. The customer states that patients have normal white counts.'